Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfile for the day of treatment shows during the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy checks before each patient. The energy was stable during the whole day. According to the missing information about the treatment details, the related treatment cannot be identified. All treatments on this day show no interruptions or other issues. No error or relevant warning message were shown during the complete day. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2020-04247

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a group of patients resulting in undercorrections following refractive treatment. Additional information is requested.